Manufacturer narrative:
This report is based in part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Further analysis of the battery found no internal short in the battery.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the device reached eri (elective replacement indicator) because it was programmed to the highest left ventricular output. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary update: longevity was recalculated. Analysis of the device revealed normal battery depletion.